Event description:
A report was received that the patient was having difficulty charging ipg due to ipg migration. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.